Manufacturer narrative:
E1: facility name: (B)(6). E1: reporter address 1: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed and found a damaged downstream occlusion (dso) seal. The event history log was downloaded. Functional testing confirmed the customer reported problem. The investigation determined that the root cause of the problem was a defective air detector. To correct the issue, the air detector and dso sensor will be replaced.

Event description:
It was reported that the device is alarming, "does not recognize the cassette." There was unknown patient involvement, and no patient harm/adverse event reported.